Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to have peeled off the pump. The contrast button was found to be unresponsive and the key contact was missing. The contrast button has no effect on insulin delivery function. The up arrow, down arrow and ok buttons responded appropriately. Evaluation revealed that there was evidence of contamination under all of that the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).